Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The date of death/event and implant are estimated to be (B)(6) 2015. There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported potential adverse event of death is listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use (IFU) as a known adverse event associated with the use of a coronary scaffold. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying the absorb scaffold that may be related to death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled, predictors of long-term adverse events after absorb bioresorbable vascular scaffold implantation: a 1,933-patient pooled analysis from international registries.